Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior fusion at l3-5 and a percutaneous vertebroplasty at l4 treat a l4 compression fracture. After final tightening was performed, the extenders were difficult to remove from the bone screw. The extenders were finally removed with force. No patient complications were reported.